Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 reviewed problem with customer. Cleaned and lubricated guide rails. Cleaned and adjusted wash and mix chamber. Ordered customer 3 sample needles to replace their spares. Ran start up, approximately 40 samples with no errors. Spoke with product manager to replace white tosoh racks with sysmex racks. Watched run on (B)(6) and saw that the y position would jump sporadically. Ordered and replaced asm board. Reloaded software version 5.23 and ran start up, qc and 14 patient samples. No more sporadic movements in the y position. The most probable cause of the reported event was asm board failure.

Event description:
On (B)(6) 2016, the customer reported 2 bent sample needles since preventive maintenance (pm) done with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.